Event description:
Follow up information reported that a post-operative image did not show significant movement of the lead component. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: m924256a003, lot# 082233510a, implanted: (B)(6) 2013, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the temporary holding clip would not engage to hold the lead. The device was not implanted. A different clip was used to replace the clip that would not engage. However, it was noticed that the holding force of this new clip was still allowing the lead to slip despite being locked in place. The lead depth was marked and the outer cover was placed to provide permanent holding without incident; however more movement than normal was seen with the clip engaged. The patient was alive without injury at the time of the report.

Manufacturer narrative:
(B)(4). Final device analysis of the stimloc revealed no anomalies. The stimloc clip was tested with a known good lead. A load of 0.5 lbs of force was put on the lead with it properly installed in the stimloc base. No lead movement was observed. The stimloc part met the lead retainment specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.